Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer reports: the pump is overfeeding. Tested the pump on two occasions and the pump overfed by (B)(4)% and (B)(4)%. No patient involvement or harm.

Manufacturer narrative:
An investigation of kangaroo joey pump was performed for the reported condition of; the unit is overfeeding. The pump was tested on 2 different occasions and the pump overfed by 12% and 13%. The unit was triaged and the complaint could not be confirmed; unit passed all testing. The unit was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).